Event description:
It was reported that the subject device had blurry image. The issue was found during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - address (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report was sent in error. This assessment was sent to retract the previous emdr due to a change in the event description, which no longer constitutes a reportable event would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from customer.